Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6)2025. The patient's blood glucose levels reached 397 mg/dl with ketones present while wearing the pod longer than 48 hours on the leg. Upon removal of the pod, the cannula was observed to be bent. Symptom reported include vomiting. At the hospital, the patient tested positive for strep throat. The patient was given amoxicillin and a flu vaccine. A new pod was applied, and the patient was given a bolus via the pod. The patient was discharged the following day.